Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was in confirmed 2nd overdischarge. It was reported that the patient had less than 50% therapy relief as a result of overdischarge. It was reported that a patient ¿had not been able to reach her battery in order to make adjustments or charge it up¿ following a shoulder surgery. It was reported that the patient stated she needed the battery placed lower and requested a prime cell battery. It was reported that an ins pocket revision and battery replacement were planned but had not yet been performed.

Event description:
Additional information received reported the patient had not had her battery replaced at this time.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
The previously reported conclusion code no longer applies to this event.

Event description:
Additional information received reported that the cause of the event had been that the patient could not easily reach her implantable pulse generator (ipg) due to shoulder arthritis. No impedance measurements had been reported. It was reported that battery depletion had been the issue with the ipg. It was stated that a revision of the ins was planned but still to be scheduled. It was reported that the devices would not be returned to the manufacturer for analysis. It was reported that the patient did not require hospitalization.